Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the popliteal lower extremity artery. The balloons ruptured during use of two armada 14 balloon catheters. Another armada balloon was used to successfully complete the procedure. There were no patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch report new information received states that the lesion was heavily calcified. Resistance was felt during advancement of both armada 14 balloons to the lesion. The 1st armada balloon ruptured on the 1st inflation. The 2nd armada balloon ruptured during the 2nd or 3rd inflation. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The additional armada 14 referenced is being filed under a separate medwatch report.